Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had an air leak from the connection port of the cuff and the inflation line. There was no problem in the pre-use inspection, but after several days of use, the cuff did not deflate properly, and it was confirmed. The patient required an exchange at the emergency outpatient department. The same event occurred twice.